Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 not completing battery conditioning test. Technical support - battery pack: 1. When asked customer stated they are using non-alaris batteries. 2. Informed the 8015 power circuits were most likely damaged by the non alaris battery. 3. Recommended sending unit in for repair. 4. Transferred customer to repair team for additional support. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - informed the 8015 power circuits were most likely damaged by the non alaris battery the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device would not finish the battery conditioning test. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device would not finish the battery conditioning test. There was no patient involvement.